Event description:
The pump was returned for investigation. Investigation revealed that the display was found to have dim and pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump booted to the verify screen with a dim and pink display. The pump display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, the pump was found to have a crack from top of the battery compartment to pump case seal. (B)(6).